Event description:
It was reported that the right ventricular (rv) lead was oversensing. The sensing portion of the rv lead was capped and replaced. The rv coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2002 (B)(6). (B)(4).